Event description:
Patient reported low blood glucose levels.

Manufacturer narrative:
The pt has not returned the pump to animas for eval. Animas has conducted a review of the device history record for this pump and it was operating within specs at the time of release.